Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call, she continued to have issues with the insulin pump turning off without warning. Customer stated the replacing the battery cap and cleaning the battery compartment fix the issues temporarily but now it's reoccurring. Customer's blood glucose was unknown. Customer's blood glucose was unknown. Customer agreed to return the device for further analysis.

Manufacturer narrative:
The insulin pump powered up properly after battery installation. The insulin pump was received with operating currents within specification. However, the insulin pump was received with corroded battery tube. No blank display anomalies noted. The insulin pump was received with cracked end cap, broken belt clip slot and minor scratches on lcd window.